Event description:
The user facility reported that during a patient procedure, user facility personnel commanded their 4085 surgical table to slide downward when they heard a "popping" sound from the powerlift beach chair to the table. User facility personnel removed the patient from the beach chair and transferred the beach chair and patient to a different surgical table resulting in a procedure delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the beach chair and surgical table and found both to be operating according to specification. No repairs were required. While onsite, the technician observed that there was tape wrapped around the side of the table and underneath the tabletop which was blocking the surgical table's slide sensor cable. As the slide sensor cable was blocked, the surgical table did not fully respond to the downward movement command by facility personnel resulting in the reported event. The technician removed the tape from the surgical table and returned the surgical table and beach chair back to service. A steris account manager provided in-service training on the proper use of the surgical table to ensure that personnel do not place tape over the slide sensor cable. No additional issues have been reported.

Manufacturer narrative:
UDI related data quality updates - alignment with gudid. The suspect medical device was also updated.